Manufacturer narrative:
The motion control box was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed motion control box into imaging test system. The system booted and readied on each power cycle. Motion travel on all axes was smooth and functional. Perform 2d and 3d images, all were successful. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6), rev. E. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced the foot switch but did not resolve the issue. Upon checking the log, it was found that the motion operation prior to x-ray emission was not functioning properly, resulting in a timeout error. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the no x-rays were emitted when the foot switch was used. There was no patient at the time of event.